Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022.on (B)(6) 2022, the patient felt low (symptoms unspecified) and the cgm value was 44 mg/dl. She drove herself to the hospital. At the emergency room (ER) the bg finger stick was 18 mg/dl she was treated with IV dextrose and potassium. After a few hours her bg stabilized and she was discharged home in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.